Manufacturer narrative:
(B)(4). A flexiva ID 200 laser fiber was returned in one piece with a kink. The fiber measured approximately 322.6 cm from the top of the connector to the distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3 mm and was degraded from normal use. Fibers are consumable and meant to degrade. Additional examination under magnification revealed that the pattern on the tip face was consistent with normal degradation. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID 200 laser fiber was used in a ureteroscopy with laser lithotripsy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was a moses p120. According to the complainant, during the procedure, the physician noted that the laser body broke upon insertion into the scope. Reportedly, no fiber fragments fell inside the patient. The procedure was completed with another flexiva ID 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. This event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken with evidence of use.